Manufacturer narrative:
Batch review performed on 11 september 2024. Lot 2400519: (B)(4) items manufactured and released on 26-feb-2024. Expiration date: 2029-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to signs of infection and the pathogen is unknown. At about 2 months from primary the surgeon preformed a washout and poly swap. The surgery was completed successfully.